Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated device exchange, low r-wave sensing values were noted on the right ventricular lead. Further testing revealed that the low sensing values were not reproducible and all other electrical measurements were normal and stable. The lead remains implanted and the patient will continue to be monitored.